Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, the following were noted : the product name was sb-0535fc. The lot number was 1zk and supplementary information was 20. The tissue pad was worn out, and it was partially peeled off. The DHR (device history record) with the lot number of the subject device was confirmed. Review of DHR showed no abnormalities for the following items which related to the reported phenomenon. (Inspection) : ultra-sonic output. (Inspection): appearance. The IFU (instruction for use), rev : rc2058 06 : the instructions for use includes the following statements that warn against the issue. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Based on evaluation findings, it can be inferred that the ultrasonic output was possibly activated when the grasping section was not grasping anything (this includes after tissue resection). This might have caused the tissue pad to wear out and partially peeled off . It can be considered that the event occurred due to use handling. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available.

Event description:
As reported, about an hour after the therapeutic laparoscopic hernia removal procedure started , peeling of the device pad was observed. There was no debris falling off, no error message was observed. The intended procedure was completed with another similar device. There was no patient harm or injury reported due to the event. No user injury reported.